Manufacturer narrative:
Correction provided in h6.

Event description:
On 3/mar/2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following chest pain, dyspnea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 13,000/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands during pd therapy setup. The patient was also diagnosed with fluid overload, evidenced by chest pain and dyspnea, that was attributed to non-compliance to pd therapy. It was reported the patient will often skip pd treatments or discontinue pd treatments prematurely which has resulted in fluid overload prior to this event. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, fluid overload, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as she remains asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following chest pain, dyspnea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 13,000/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands during pd therapy setup. The patient was also diagnosed with fluid overload, evidenced by chest pain and dyspnea, that was attributed to non-compliance to pd therapy. It was reported the patient will often skip pd treatments or discontinue pd treatments prematurely which has resulted in fluid overload prior to this event. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, fluid overload, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as she remains asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.